Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg was unknown. The customer delivered a manual insulin injection to address elevated bgs. A system check was performed by tandem technical support and it was determined that the pump was functioning as intended. Reportedly, the customer maintained allegation that the pump was not functioning as intended. The customer reverted to an alternate method of insulin therapy.